Event description:
It was reported that customer received continuous glucose monitor error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, error message did not recur afterward, and customer successfully started new sensor session.